Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 19, 2014 ¿ september 24, 2014. The device was received for evaluation. Visual inspection was performed and noted fluid inside the package that contained the unit due to an untightened blue winged luer cap. The device was then refilled with colored water, its luer cap was hand tightened, and the device was monitored for leakage for two days. No signs of a leak were identified. Leakage due to a non conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked several milliliters of fluid into its overpouch. This occurred before patient use. The device was filled with 1 mg/ml bupivacaine hydrochloride, 0.5 m mcg/ml sufentanil, and 9 mg/ml sodium chloride. The reporter stated that this occurred several days after filling. There was no patient involvement. No additional information is available.